Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report that the insulin pump had physical damage to the reservoir ring . The damage occurred when the customer was taking the reservoir out. The reservoir is unable to lock in place when inserted into pump. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Customer's outcome pertaining to the complaint: sending replacement insulin pump. Also offered to troubleshoot for the high blood glucose but the customer declined. Customer has been having high blood glucose levels about 2 weeks ago and blood glucose levels were in the 400s.